Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Mobility was reported. Bone quality at the time of implant failure was type ii. Time of loss in relation to the implantation was 1 to 5 yrs after prosthetic restoration. Primary stability and osseointegration was achieved.